Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a right-sided atrial flutter ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and when the octaray¿ catheter was pushed through the vizigo¿ sheath the medical team noticed that there was some sort of filmed or string of plastic attached to it via ultrasounds. The team pulled the octaray¿ catheter out and removed the 'string'. The team confirmed that the octaray did not have any damage on it. The sheath and catheter were both replaced. The case continued. No patient consequences were reported.

Manufacturer narrative:
On 9-jun-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a right-sided atrial flutter ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and when the octaray¿ catheter was pushed through the vizigo¿ sheath the medical team noticed that there was some sort of filmed or string of plastic attached to it via ultrasounds. The team pulled the octaray¿ catheter out and removed the 'string'. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functionality test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. A boroscope was introduced through the sheath to observe any stress mark, damage or structural failure. Only reddish material was observed in certain parts due to normal use of device. No other anomalies were observed. A device history record evaluation was performed for the finished device number 60000546, and no internal actions related to the reported condition were identified. The internal components exposed reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The issue may be related to the interactions between sheath and other devices. However, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: do not attempt to insert a catheter having a distal tip or body size larger than 8.5f as indicated on that product label. Doing so may compromise the structural integrity of the sheath or the device being used, and/or lead to the failure of the sheath or device being used. During insertion, use caution not to create excessive bends that may lead to crimps in this device. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).